Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a scheduled follow-up on (B)(6) 2016, the left ventricular lead exhibited elevated capture thresholds and loss of capture. The patient was scheduled for a chest x-ray. After reviewing the chest x-ray it was noted that the lead had dislodged. The patient was scheduled for a lead revision. It was suspected that the lead had dislodged due to the patients excessive activity. On (B)(6) 2016, the lead was explanted and replaced. The procedure was completed successfully. The patient was in stable condition post surgery. The hospital kept the lead and it was not anticipated that the lead would be returned for evaluation.